Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field such as MRI. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self test. The pump failed the displacement test, followed by a motor error alarm during the rewind and a motor position encoder error alarm was confirmed in the history file due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, excessive no delivery, prime, unexpected restart tests due to the motor error alarms. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.